Event description:
The rptr indicated that the vns pt had passed away. Pt's family member rec'd correspondance from MFR and reported the pt's death so that their name could be removed from the MFR's mailing list. No allegation of device deficiency was made. No cause of death was given. One attempt has been made to the last known physician.